Event description:
A report was received that the patient was experiencing a sensation of tightness and pressure at the lead site. The physician hopes that the lead will loosen on its own, however, a revision has been recommended.

Event description:
A report was received that the patient was experiencing a sensation of tightness and pressure at the lead site. The physician hopes that the lead will loosen on its own, however, a revision has been recommended.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70, serial / lot # (B)(4), description: linear 3-4 lead, 70cm.